Manufacturer narrative:
H6, concomitant products: updated. The suspected pump was not returned for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported during infusion that the pump had undelivered medication. Upon disconnecting the pump, the bag was found to be completely full, and no medication had been delivered. This would cause failure to infuse. There was patient involvement and no patient harm.